Manufacturer narrative:
(B)(4). The episense device lot number 88524 was returned and evaluated. The complaint was confirmed for zero flow within the flow limiter at the perfusion port.

Event description:
It was reported that on (B)(6) 2019 a (B)(6) year old male patient underwent a convergent epicardial ablation procedure. Prior to the start of the procedure, the staff tested the device and the saline would not channel through the device when suction was on. When saline was detached from the device, saline would flow without issue. The staff tried flushing the probe with saline through the flush port and it would not flush. A new probe and radio frequency cable were opened, and the procedure was completed with the new device set-up. The procedure was completed with no adverse consequence to the patient.